Event description:
It was reported that the patient experienced three occlusion alarm incidents with an ilet system, including a primary event, which led to insulin delivery interruption requiring replacement of the tubing, connector, and steel needle contact detach site; blood glucose rose to approximately 200¿220 mg/dl during each incident. Symptoms included hyperglycemia without other reported clinical symptoms. Outcomes included no hospitalization or long-term impact reported. Investigation included complaint intake, troubleshooting, and education, with plans to obtain additional details from the patient. Investigation of this case revealed that the specific cause of the occlusions and hyperglycemia remains unclear, and no device lot information was available for assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.